Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a fast draining battery issue. Customer further reported that on (B)(6) 2018, she experienced feeling "tightness of neck and headache". Paramedics were called and upon their arrival, customer was offered metformin and glucophage, but she declined. Customer was transported to a hospital where she was diagnosed with hyperglycemia (hospital reading not reported) and treated with insulin and intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned meter and no issues were observed. Meter¿s power consumption was tested and was found to be within specification. Fast draining battery was not observed. No product deficiency was identified. This serves as a correction report as, (device available for evaluation), (type of report), (device returned to manufacture), (device evaluated by manufacture), (evaluation codes) and (addtl mfg narrative) was inadvertently missing from the initial 30 day report. (PMA/510(k) was also modified.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a fast draining battery issue. Customer further reported that on (B)(6) 2018, she experienced feeling "tightness of neck and headache". Paramedics were called and upon their arrival, customer was offered metformin and glucpophage, but she declined. Customer was transported to a hospital where she was diagnosed with hyperglycemia (hospital reading not reported) and treated with insulin and intravenous fluids. There was no report of death or permanent injury associated with this event.